Event description:
A nurse administered a hot pack to a patient. The patient complained it was too hot and received 2nd degree burns on his back from the hot pack.

Manufacturer narrative:
Sample was received for investigation on (B)(4) 2011. The sample was tested for temperature after activation and the results were within our current temperature specification of 110.0 degrees f (+/- 1.8 degrees f). The DHR for lot number v0s047 was investigated and no issues were documented during manufacture. We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement.